Event description:
Reporter stated that the lancet protrudes from the end of the multiclix lancet device. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
The customer stated, the architect i2000 analyzer generated an elevated cea result of 10.2 ng/ml. The sample was retested and a result of 4.0 ng/ml was generated and the customer determined this was the correct result. The customer was asked to check the sample sub-reads and determined an elevation of relative light units, as the customer confirmed there was no problem with the cea reagents. The suspect result was not reported out of the lab, therefore, there was no impact to patient management.